Event description:
This complaint is now reportable based on analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 85% stenotic lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. The 3.5x32mm taxus liberte' drug eluting stent was advanced but was unable to cross the lesion. The procedure was completed with balloon angioplasty. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. Visual and microscopic examination of the returned device found that the proximal side of the stent was damaged. The stent was damaged on row 1 from the proximal side, the struts were raised proximally. A visual examination of the tip revealed tip damage. The tip was flared. A visual examination revealed kinks along the entire length of the hypotube. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.